Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. (B)(4).

Event description:
An account manager reported following implantation of an intraocular lens (iol) the physician noticed capsular fibrosis in some patients. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. This file is in reference to company lens models. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. A director with gqca team contacted the doctor in order to provide answers and support for the reported complaint. The doctor was happy with this information but will monitor the cases. The manufacturer internal reference number is: (B)(4).